Event description:
Reporter alleged obtaining discrepant blood glucose results of 150 mg/dl back to back with a result of 599 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter stated on a different day with the same system another discrepant result of 21 mg/dl was taken back to back with a reading of 220 mg/dl, less than 10 minutes apart. Reported indicated not taking any actions based on the readings and no treatment was received. A request was made for the return of the suspect device and replacement product was sent.